Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-02636. Related manufacturer reference number-2017865-2020-02638. It was reported that the patient developed an infection. The patient¿s implantable system, including the implantable cardioverter defibrillator, the right ventricular and right atrial lead were prophylactically explanted. There was no inference of any system malfunction. Pre-operation laboratory results were returned (B)(6), with possible septicemia/bacteremia the result of an infected groshong line. The patient was in stable condition post procedure.